Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
In (B)(6) the patient had left side si joint arthrodesis where three implants were installed. The patient initially did well after the procedure but later reported left side radicular foot pain. The surgeon determined that the cranial positioned implant was malpositioned and had breached the s1 neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant using chisels. There was good bone growth on the explanted implant. He then replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.